Event description:
(B)(6) healthcare is the initial importer of the device which is a bariatric bed. End-user stated there is a rod underneath the bed that cur his leg. The gash on this thigh required 4 stitches. End-useris currently in a rehab facility to address other health issues and unable to provide further information.